Event description:
The customer called and reported multiple issues with the sensor, including inaccurate readings causing the customer's insulin pump to threshold suspend. The customer's blood glucose was 196 mg/dl when the insulin pump threshold suspended with a sensor reading of 60 mg/dl. The customer was sleeping at the time. The customer also experienced calibration errors, sensor end alert, as well as blood at insertion site. Calibration and insertion technique were discussed. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor passed per specifications with accurate readings however; unable to confirm the insertion needle complaint due to the customer returned the sensor with no needle.